Event description:
It was reported by the customer that two years following a realize band placement, the tube that connects to the port has become disconnected. This has been confirmed via fluoroscopy. The patient stated that following the last two refills (amount = 8cc) the normal full feeling generally experienced has diminished within 1-week of the adjustment.

Manufacturer narrative:
(B)(4). The device was not returned. Device remains implanted. Spoke to the consumer, and she advised that during her last adjustment under fluoroscopy on (B)(6) 2012, the nurse practitioner was able to inject the saline, but could not withdraw fluid. She states the image showed contrast coming from the area where the band tubing connects to the port. She believed there was a leak. She states that she has not felt restriction for some time. The band remains implanted and patient reports weight gain.